Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. After the insertion of the delivery system into the esheath, a big resistance was felt and the delivery system was kinked. After several attempts and small movements, the valve was pushed over the tip of the sheath and started the maneuver for alignment into the descending aorta. After the alignment, it was noticed that the distal frame of the valve was crooked instead of being straight. The operator tried to pull back the valve into the sheath and decided to remove together the sheath and delivery system with the valve outside the sheath. The distal frame of the valve caused a rupture of the right iliac artery. Then, the valve and the delivery system were removed by the surgeon, who performed a frontal abdominal approach in order to do a aorto-femoral by pass.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: crimped thv - three struts bent outward approximately 90 to 135 degrees at inflow side. Post expanded thv - three struts remained bent at inflow side, the valve frame is canted/distorted, multiple struts exposed through skirt which indicates excessive device manipulation, the leaflets were wrinkled and dehydrated due to storage conditions (prolong crimping) during the return handling process. Dimensional and functional testing were not performed due to the device return condition. Imagery was provided by the site and revealed the following: patient had tortuous access vessels and there were multiple bent struts at inflow side. The complaint for "general risks - failure - frame damage" was confirmed based on the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "after the insertion of the ds into the e-sheath, a big resistance was felt and the system was kinked. After several attempts and small movements, the valve was pushed over the tip of the e-sheath and started the maneuver for alignment into the descending aorta. After the alignment, it was noticed that the distal frame of the valve was crooked instead of being straight." Per imaging evaluation, the patient had tortuous access vessels, which could create a challenge pathway during the delivery system insertion through the sheath, it led to high resistance and push force. So, if excessive force was applied to overcome the high resistance, it could lead to valve struts interacting with the sheath resulting in bent struts at inflow as reported. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.